Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Reportedly, the customer believed the pump was "problematic". The customer adjusted the pump basal settings in an attempt to resolve the issue, however, the issue recurred. Additionally, the customer reported the the control iq sleep mode software did not turn on at the set time as expected. Tandem technical support reviewed the pump data logs and found that the pump performed as intended, however, the customer maintained that the pump did not perform as intended. Additionally, the dates in the pump history were incorrect. Customer's blood glucose (bg) was 303mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged control iq issue was verified. Additionally the alleged history and the alleged insulin delivery issues could not be verified.